Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad/adjust belt messages/damaged te) was confirmed. As received, the belt failed the te recognition test. Upon investigation the cable connecting the distribution node and the rear therapy electrode pad was pulled from the strain relief and the solder joint at the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that a patient was receiving "check te pad" and "adjust belt" messages and the therapy electrode was damaged.